Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and mild calcification in the proximal left anterior descending (lad) coronary artery. The 5.0 x 8 mm nc trek balloon catheter was inflated successfully, however, the balloon would not deflate. The inflated balloon was punctured with a pin to deflate. The balloon catheter was removed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: prior to being punctured, the balloon partially deflated.